Manufacturer narrative:
Block b3: exact date unknown, event occurred 3-4 years prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352500, model: sc-8352-50, serial: (B)(6), batch: 2000022741.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to inadequate pain relief. No further information could be obtained despite good faith efforts.